Manufacturer narrative:
Investigation summary ==> no product was returned for investigation. Peripheral nerve injury: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot ==> device lot: 1911452 device history batch ==> subcomponent lot: n/a device history review ==> device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. The patient was successfully escalated from an impella cp to an impella 5.5. After placement via the right axillary artery, the patient experienced increased bleeding at the graft anastomosis site and reported tingling in the right arm. Bleeding was controlled with additional sutures and blood products, and hemostasis was achieved. The patient¿s condition stabilized, and the device was subsequently weaned and explanted.